Event description:
Customer's family member called lfs on 9/14/2002 alleging pt's ot ultra meter's display was faded. Pt stated that pt was unable to view the readings on the meter. The issue was unresolved with troubleshooting. Medical affairs specialist called and spoke to the customer on 9/16/2002 and they provided the following info: on the day of the incident the customer had been unable to test on the meter because of the display issue and pt had been feeling "very out of it". At one point pt became unresponsive and called 911. Pt does not remember when the paramedics arrived and pt does not know what the reading was on their meter. Pt stated they woke up with a glucose IV in pt arm. Pt was not taken to the hosp. No further info has been reported. The meter has been replaced for the customer.